Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh023341n, product type: accessory. Product ID: 97745ac, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via consumer regarding a patient who is implanted with a neurostimulator (ins). It was reported that the patient ac power cord was not charging the controller. The ac power cord seems intact and not bent or broken. The patient stated this issue started happening in january sometime. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient wasn't able to turn the volume up and make himself feel the paresthesia anymore. The patient denied falling or accident. The rep ran an impedance check and found most electrodes on lead 0-7 were greater than 40,000 ohms. The patient¿s program he was using was on this lead which explained why he wasn't able to feel paresthesia anymore. The rep attempted to reprogram around the out of range electrodes but before they finished, the implanted battery died from not being charged and the rep was unable to finish. The rep reported that the patient¿s charging cord for the remote wasn't working, so they called patient services for a replacement. The patient was instructed that when he got the new cord to charge the remote, charge the implanted battery and then call the local rep for a follow up visit. Additional information was received from the patient on 2020-06-17. The patient reported that he received the ac power supply, but that didn't resolve the issue. The patient tried plugging the controller into the ac cord with an empty battery compartment and then insert the battery pack. The patient reported that it powered on and appeared to be taking a charge for a few minutes, but then the blinking light went off and the screen went blank and unresponsive. The battery pack wasn't charging. No further complications were reported.